Event description:
Complainant alleged that during a routine shift check by clinician, the device displayed a "defib fault 85" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty biphasic flex cable. The flex cable was replaced to correct the reported problem.